Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and no obvious deviations from instructions for use (IFU) were identified. Therefore, the cause of the material remaining in the device could not be determined. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use: detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Preventive measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign objects in the nozzle and probe cover. There were no reports of patient involvement.